Manufacturer narrative:
Investigation: bd received a sample and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for red foreign material within the flash chamber with the incident lot was observed. Additionally, visual inspection of the customer samples was performed and red foreign material within the flash chamber was observed, as well as traces of the red material on the IV cannula. Pcr (polymerase chain reaction) testing confirmed that the material was consistent with blood. Bd also observed that the sleeve of the np (non-patient) cannula had been previously pierced. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for red foreign material within the flash chamber with the incident lot was observed. Additionally, evaluation and testing of the customer sample was conducted and red foreign material, consistent with blood, was present within the flash chamber. Based on the investigation, the reported non-conformance occurred after the manufacturing and sterilization process.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen in a bd flashback blood collection needle by the nurse before use. There was no report of injury or medical interventions.